Event description:
On 10/12/1999, the distributor informed the MFR that a customer in their territory experienced a problem with the product in question; however, she did not have all the details on hand. On 10/14/1999, the MFR received a report along with a letter via a fax that states the following: during surgery on 10/6/1999, the device was inserted in the pt and as the surgeon pulled up on the instrument, it came apart. This was the second attempt at using the lift; the same thing happened the first try. The pt was not harmed. As a result of this event, the customer removed all of this lot number from their css, or and storeroom. No further details were provided at this time.